Event description:
Monitor came loose from the boom rails attach it to the support and fell approximately three feet and struck pt's leg. Attending technician lessened the impact when he tried to catch it. The incident bruised the pt's leg but did not break the skin or any bones. The improper screws used to attach the monitor were used.